Manufacturer narrative:
All of the buttons functioned properly during testing; no damage on the keypad traces noted and no blurry screen noted during our visual inspection. The connector was inspected and no anomaly was noted. The proper time and date was set and was monitored; no unexpected alarms noted in alarm history screen. The insulin pump passed displacement test and self test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had repeated alarms on the insulin pump. Customer stated the settings were changed, but the alarms persisted. The customer also reported the screen was blurry on the insulin pump. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.